Event description:
Pt became delirious during a dialysis treatment. Lab results showed low sodium level.

Manufacturer narrative:
The incident in question involved there pts dialyzed on one machine on or about february 17-18, 1997. The incident was reported to healthcare on 2/19/97. Co in turn reported it to gambro healthcare qa on 2/20/97. All three pts experienced symptoms consistent with hypoatremia developing during their dialysis treatment. Pt was dialyzed on this machine on 2/17 in the evening and experienced nausea, cramping and chills. However, this pt dialyzed on the machine for only two hrs before treatment termination, and did not need hospitalization. Second pt's treatment was the first on 2/18 on same machine. This pt was disconnected after about 2 hrs of treatment, had a post-treatment blood sodium of 129, and symptoms of delirium during the treatment, and was hospitalized. He has since recovered. Third pt was the second pt treated on 2/16 on the same machine. This pt was disconnected after about 2 hrs of treatment, had a post-treatment blood sodium of 119, had symptoms of delirium during treatment, and was hospitalized. This pt also recovered. The above treatments were the first following a preventative mantenance by a facility tech. The facility clams that no adjustments to the machine were made. The facility further claims that the bicorbonate and final conuctivities (and therefore bicarbonate and final solution) levels were low, yet the machine operated without alarms. The facility also alleges that they checked the conductivity of the dialysate each dialysis using an independent conductivity meter and found the conductivties to be appropriate.